Manufacturer narrative:
B3: date of event is unknown. The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected and found that there was cracked downstream occlusion (dso) seal. The customer complaint was confirmed through visual inspection. Replaced the dso seal to correct the issue. External factors like cleaning products used might have caused the problem. However, it is not confirmed. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
The customer returned the device stating, "the device had issue with downstream occlusion seal". During device evaluation it was found the downstream occlusion (dso) seal was cracked.